Event description:
It was reported that during a procedure at the user facility the core impaction drill was smoking and overheating. No odor or flames were reported. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was unable to confirm the reported events but noted that the motor assembly was corroded.